Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The color changed occured within 24 hours of incubation. The three subsequent bi results were negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis, system risk analysis (sra), product return and retains analysis. The DHR was not reviewed as the lot number was not available. Trending analysis was not performed since the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure 24 bi was not returned for visual inspection. Retains testing was not performed as the lot number was not available. The customer confirmed user error was likely the cause as they indicated the bi was not placed on the shelf closest to the back of the sterilizer as the instructions for use (IFU) states. Customer education was provided over the phone with the customer. The issue will continue to be tracked and trended.